Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of bands premature deployment. The speedband superview super 7 device was not returned for analysis; however, media inspection of the picture provided by the customer showed issues with the bands that are consistent with deployment abnormalities. No additional observations could be made due to the absence of the physical device. The reported event of bands premature deployment was confirmed based on the evidence available. A risk review was completed and verified that bands premature deployment is a known event defined in the risk documentation of the product and is documented accordingly, supporting acceptable risk benefit for the product. Product record review confirmed that the device met manufacturing specifications prior to distribution and no abnormalities were identified during the assembly process. However, due to the lack of device return and inability to perform a complete product evaluation, it cannot be determined whether the issue resulted from procedural factors or a potential device related malfunction. Therefore, given the limited evidence and inability to conclusively determine the contributing factor, the most probable root cause for this event is classified as unable to exclude device problem.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a painless gastroscopy procedure performed on (B)(6) 2025. It was reported that during the procedure, the device was deployed directly from the fourth band. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of bands premature deployment. Block h2: correction: initial reporter phone block h2: device evaluation: block h11: investigation results: the device returned and it was found during visual inspection that the ligator had two bands attached to it and they were overlapped. Also, the teeth were damaged. During the media inspection of the picture attached it was possible to observe problems with the bands, which indicates deployment issues. These conditions are consistent with factors related to procedural use, handling, or insertion technique, which may have affected the performance of the device. It was unable to confirm the event of bands premature deployment with testing of the product return. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review was completed and confirmed that the event of bands premature deployment was defined in the risk hazard documentation and are documented accordingly. This event type has been accounted for during product risk hazard analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a painless gastroscopy procedure performed on (B)(6) 2025. It was reported that during the procedure, the device was deployed directly from the fourth band. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a painless gastroscopy procedure performed on (B)(6) 2025. It was reported that during the procedure, the device was deployed directly from the fourth band. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of bands premature deployment.